Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump alarmed battery error and low battery so she went to change it and noticed there were cracks around were the battery goes. Customer states she also noted like a glue residue on the device. The customer's blood glucose was 381 mg/dl. Customer also mentioned that she had experienced low blood glucose on (B)(6) 2016 of 26 mg/dl, treated with glucose tabs and (B)(6) 2016 but didn't recall exact blood glucose value. Troubleshooting wasn't possible as the customer didn't have the device with her at the time of the call. Customer is not is not returning the device for analysis.